Manufacturer narrative:
This lot was manufactured june 23, 2017 ¿ june 26, 2017. One actual folfusor was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Occurrence date (B)(6) 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had a damaged cap. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.